Manufacturer narrative:
No blood was observed on the device. The formed needle and bottom housing were inspected for damages or defects that could cause bleeding and none were found. The exposed portion of the soft cannula was observed to be stretched and flattened. The soft cannula measured to be 1.233 inches, which is above the specification. The timing and cause of this damage is unknown. Fluid was still successfully able to pass through the entire fluid path and out the distal tip of the soft cannula. A leak test was performed and no leakages were observed. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 15 mmol/l (270 mg/dl) while wearing the pod on the abdomen between 4 and 24 hours. A new pod was applied to treat the hyperglycemia.